Manufacturer narrative:
The complaint device is not available for a physical evaluation. It was reported that failure to use appropriate outlflow for the suction from the electrode. This failure can be attributed to user error. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the patient received burn marks from the customer's vapr 2.3 mm side short 1 piece electrode during a wrist arthroscopy. The sales rep stated that the burns are a result of the surgeon not using a proper outflow technique. The case was completed with the device as the burns were noticed in recover after the procedure. There were no other patient consequences or delays. The device was discarded by the customer and not available to be returned. The sales rep was not present during the case and could not provide any more details.